Manufacturer narrative:
MFR's investigation is ongoing.

Event description:
The customer reported, the system displayed a movement error and there are problems with the joystick. No pt injury was reported.